Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Tandem technical support instructed the customer to load a new cartridge to resolve the issue. In addition, it was reported that the pump date and time were incorrect, cause was unknown. Reportedly, the customer corrected the date and time and resumed insulin therapy. Customer's blood glucose level was between 140-150 mg/dl.